Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose (bg) level was 398 (mg/dl). The customer delivered a manual insulin injection to stabilize bg level. It was confirmed that the customer had an alternative pump available for insulin therapy.

Manufacturer narrative:
(Reason for non-evaluation: anticipated but not begun) the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.